Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to MFR that during the vns pt's surgery for a generator replacement due to end of service, when the new generator was connected to the existing lead, high impedance results when a sys diagnostic test was performed. The surgeon was not aware of any pre-operative diagnostic test results. The surgeon then performed a generator diagnostic test with the test resistor and the results were within normal limits, ruling out the generator as a potential problem. The surgeon opted not to perform a lead revision at that time and left the existing lead and new generator implanted in the pt. The surgeon programmed off the device. Good faith attempts to obtain add'l info from the treating physician have been made, but have been unsuccessful to date. Additionally, good faith attempt to obtain the explanted generator for analysis have been made, but have been unsuccessful to date.